Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin intravenously (dosage, frequency, and duration not reported) for the peritonitis event. It was reported that on unknown date(s), the patient was treated with an unknown fungal medication (route, medication, dosage, frequency, and duration not reported), but this report was not verified. It was not reported if dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient experienced an unrelated medical condition in relation to the peritoneal dialysis (pd) catheter and pd therapy was discontinued. Two days following the receipt of this report, the patient passed away. It was unknown if the peritonitis resolved prior to death. The cause of death was reported as an unrelated medical condition; however, it was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.